Event description:
Caller reported that pump became hot to touch while charging, but no temperature alarms were recorded. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and charging supplies to be sent, advising the caller on returning the problematic pump and setting up the new one. Customer acknowledged and understood all instructions, including storing the pump and programming settings into the replacement.